Event description:
It was reported that a patient¿s device worked well for about eight months and was working fine until about four months ago. Then, it started causing pain in his left leg. The implantable neurostimulator (ins) started causing him a lot of pain at the bottom side of the implant extending three inches below that starting three to four months ago. It hurt even when clothing touched that spot. The device caused a problem down the patient¿s leg and if he stood a lot it started cramping. When the device was turned off, it didn¿t do that. The patient went to his doctor and the nurse changed the program, which worked for about a week and then the pain started again. The patient¿s healthcare provider also had the patient shut the device off and leave it off for a week. The patient worked with a manufacturer representative two or three times, and the manufacturer representative reprogrammed the device and set three other programs so the patient could change if necessary. After reprogramming, it appeared to be working for a couple of weeks, and then it went back to where it was before. The patient used all of the programs over the next month and finally turned the device off. Different programs were tried with no success. The device now gave the patient a burning sensation at its base, even when it was turned off. The patient had had no falls or trauma to that area of his back. For at least the last two months, the device had been totally ineffective and he was ¿cauterizing¿ twice a day. The device was off at the time of the report and the patient couldn¿t tolerate it any longer. He was frustrated and had tried everything his healthcare provider and manufacturer representative had. The patient was still having concerns regarding his device or therapy but was working with his manufacturer representative. He had appointments on numerous dates, and was scheduled to have the device removed on 2015 (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va080t8, implanted: 2013 (B)(6); product type lead product ID neu_unknown_prog, lot# unknown; product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient never had therapeutic effect. The neurostimulator device failed miserably. The device never worked as far as bladder control. He also had a lot of pain in his left hip all the way down to his left ankle. The device didn't last more than 16 months then he had it removed. They removed the device that was not working and gave him one he wore on his belt. The patient said someone from manufacturer called him every day trying different programs but they were never able to get it to work. The patient said a manufacturer representative worked with him for about 3 months and were never able to get it to work.